Manufacturer narrative:
The reported event was of erosion. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic with the implantable cardioverter defibrillator (ICD) eroding from the pocket. There was no infection noted. The physician explanted ICD. The patient condition was stable. 1458ql/86 quartet leads.